Event description:
Treatment of a giant wide neck aneurysm located in the cavernous segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported two pipelines (4.75mm x 20mm; 4.25mm x 18mm) could not be released from their capture coils despite several attempts and both devices were removed from the patient. A third pipeline was implanted without issues. No patient injury was reported as a result of the procedure. Same event as MDR 2029214-2014-00161.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the marksman catheter as it was discarded. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and fully open; however, the capture coil and braid were found damaged and may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).